Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the screen was flickering, a water mark appeared n the lcd screen and the bottom frame of the lcd screen was scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic (gastroscope) procedure, the image on the high-definition lcd monitor was flashing. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿image flickers¿ occurred due to a faulty patient circuit (qb) board. Since no further information could be obtained, it could not be identified why the qb board became defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.